Event description:
It was reported that during maintenance inspection, the following failure descriptions were noted: motor issue, plug and handpiece needs to be replaced. No patient involvement or impact. Due diligence information complete. During device evaluation, the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: norway. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the control bar was not in the correct position, the motor speeds were unstable, and the reciprocating arm was worn. The reciprocating arm and motor were replaced, and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.